Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was being evaluated for possible outflow graft thrombus. A review of the log files revealed pulsatility index (pi) events on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion the report of outflow graft thrombosis could not be confirmed through this evaluation as no photos or images were submitted and the pump remains in use. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The submitted log files captured transient pi events, resulting in momentary decreases in speed per design. No atypical events were captured. The pump appeared to function as intended. The patient remains ongoing on vad support. No product available for investigation. The heartmate 3 lvas IFU, rev. C, lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication. Section 6 also contains information regarding the recommended anticoagulation therapy and inr range. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 14nov2018. No further information was provided. The manufacturer is closing the file on this event.